Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body of the twist clamp. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue part (female connector) and the light blue (main body) of a minicap extended life pd transfer set. The event occurred when the patient attempted to disconnect during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.